Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that during use of the listed device, the tubing became disconnected resulting in blood to leak out onto the bed sheet. No adverse health outcome resulted from this event.